Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge was intermittently fluctuating. The customer experienced a low blood glucose (bg) and an elevated blood glucose (bg) range from the 30's-500's mg/dl. The customer consumed sugars to treat the low bg and a correction bolus was delivered to address the elevated bg. The customer reverted to an alternate method of insulin therapy.